Event description:
This case was initially received via regulatory authority (B)(6), reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('adverse side effects that I have been suffering for practically 4 months since implantation') in a female patient who had essure (batch no. B72574) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('adverse side effects that I have been suffering for practically 4 months since implantation') in a female patient who had essure (batch no. B72574) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter commented: events will result in being operated on when this was precisely what she wanted to avoid. Batch no-b72574 production date-23-sep-2013, expiration date-30-sep-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of adverse reaction ('adverse side effects that I have been suffering for practically 4 months since implantation') in a female patient who had essure (batch no. B72574) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant). At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter commented: events will result in being operated on when this was precisely what she wanted to avoid. Batch no-b72574, production date-23-sep-2013, expiration date-30-sep-2016. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-mar-2021: ha number received - (B)(4). No new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.